Manufacturer narrative:
Product analysis conclusion: the reported endoleak was confirmed on the films provided; however the exact type and cause of the endoleak could not be fully determined from the films provided. Endoleak interrogation via selective angiograms (injecting from different levels within the stent graft) to help determine the source and rule out other potential endoleak sources was not seen, and only a single imaging view point (a-p) was observed in the films provided; thereby, making determination of the endoleak difficult. It is likely that the observed endoleak was a type ia endoleak. This is likely to have occurred due to the anatomy of the patients neck (reverse funnel and angulation), as well as implanting lower than intended which was noted in the films to have been ~10mm below the right renal. There may have also been an acute type IV blush endoleak caused by fabric porosity. Other factors such as heparin dose, outflow resistance, imaging quality, and volume of the aneurysm sac may have also contributed to this possible type IV endoleak. The reported type ii endoleak is most likely to have been that which was identified in the distal aneurysm sac in the area of the overlap of the limbs. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis bifurcate stent graft system was implanted in the endovascular treatment of a unknown sized abdominal aortic aneurysm. It was reported that during the index procedure, final angiogram showed there was a proximal type I endoleak present following the placement of endoanchors. As per the physician it appeared the stent graft was implanted lower than planned so a etcf3636c49e aortic cuff was implanted closer to the right renal artery. After implanted the cuff, the physician implanted two more endoanchors. It was confirmed that the additional two endoanchors were implanted after the aortic cuff as the cuff didn't fully resolve the type ia endoleak. The ia endoleak was no longer present at the end of the procedure. The final angiogram showed a type ii endoleak. As per the physician the cause of the event was anatomy. It was noted the patient had a reverse funnel neck 23mm -30mm over 15mm's. No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
Evaluation conclusion code updated. If information is provided in the future, a supplemental report will be issued.